Manufacturer narrative:
1.customer tested negative using the ihealth covid-19 antigen rapid test,but tested positive with other brands. 2.other brand was not specified. 3.the customer has not indicated that he had a pcr confirmation. 4.lot number of test kits was not provided,manufacturer cannot effectively verify and confirm customer feedback.

Event description:
Customer tested negative twice using the ihealth covid-19 antigen rapid test over two days, customer also tested positive twice using test kits from a different brand.